Manufacturer narrative:
Evaluation summary: the reported event that hoffmann lrf apex pin adaptor had a stress crack corrosion issue after surgery can be confirmed. The root cause of this breakage has been identified as a design issue (material not resistant enough to corrosion). This problem has been identified during nc and is addressed by a CAPA . A new material will be implemented as soon as validated by (B)(4). As this breakage is due to a design issue, a credit note will be done. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that patient had left tibia surgery. After surgery, patient went home and apex adaptor cracked. Patient returned to clinic to have new adaptor put in. After second adaptor was put in, it was realized that base was sheared off. Patient will have second adaptor revised on (B)(6) 2014. This complaint is referencing the cracked apex adaptor.

Event description:
It was reported that patient had left tibia surgery. After surgery, patient went home and apex adaptor cracked. Patient returned to clinic to have new adaptor put in. After second adaptor was put in, it was realized that base was sheared off. Patient will have second adaptor revised on 10/20/2014. This complaint is referencing the cracked apex adaptor.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.